Event description:
This is filed to report a single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed posterior leaflet. An xtw clip was advanced to the mitral valve and was positioned at a2-a3/p2-p3. After the leaflet grasp evaluation, the clip was deployed. The clip then was noted to detach from the posterior leaflet. Another clip was implanted lateral to the first clip to stabilize it. Mr was reduced to grade 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.